Event description:
The customer reported hydrogen peroxide contact after handling a new cassette. There was no color change on the leak indicator on the cassette. The customer stated that she rinsed the contact area under running water. The customer did not see a dr or receive treatment for the contact. The customer reported that she self medicated with silvadine ointment. The customer reported that the contact site cleared within two days. The customer will not be returning the cassette that reportedly caused this complaint.